Event description:
It was reported that the pump time was incorrect. Reportedly, the customer lives in two time zones. The customer experienced a low blood glucose (bg) of 52 mg/dl on the continuous glucose monitor (cgm). Customer consumed ice-cream to address bg. At the time of report, the customer's bg had increased to 304 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.